Manufacturer narrative:
Reference record (B)(4). Additional information added to event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on (B)(6)2019: the patient reported that there was had drainage at the stoma site since the tubing was placed and felt it had worsened. Since the fall of 2018, the patient had used a honey medication and topical desitin but had discontinued them. The patient cleaned the stoma site with antibacterial soap and saw a radiologist in dec 2018 for the stoma drainage and a "skin tag". An abdominal CT scan was ordered which showed no abnormalities. The patient was sent to wound care and to use silver nitrate on the stoma but did not pursue this recommendation. In (B)(6)2019, the drainage began again at the stoma and the physician ordered a culture, which revealed a "germ" in the stoma and was prescribed an oral antibiotic. The stoma dried up and the size of the skin tag decreased but she continued to have drainage intermittently.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a stoma site infection. On (B)(6) 2018, the patient had reported that she was on unknown oral antibiotics for the stoma infection.